Event description:
The customer called stating that her meter was reading in mmol/l. Customer service assisted her in changing the meter back to mg/dl. The customer had not realized that her meter was in mmol/l. Her doctor realized the units were wrong. Customer service was sending a new meter and having the old one sent in for evaluation.